Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a driveline fault alarm on (B)(6) 2016 and called the vad coordinator at approximately 11:30pm. The patient was instructed to connect the lvad system to battery power and to report to the clinic the following morning for evaluation. After the patient switched to battery power, no further alarms occurred. The patient was reportedly asymptomatic. When the patient arrived at the clinic, the system controller history was reviewed. A ''no external power'' alarm was recorded on (B)(6) 2016. The patient believed they had caused this by unplugging the mobile power unit (mpu) by accident. There were also at least two different records of pump stops, both occurred on (B)(6) 2016. The pump stops were reproduced in the clinic twice when the patient went from a lying position to sitting. During this testing one power lead cable was connected to the power module and the other to battery power. When the pump was powered using an ungrounded patient cable with the power module, the alarms could not be reproduced. It was also reported that the patient had lost 10 pounds since implant. The patient¿s system controller log files were sent to the manufacturer¿s technical services for evaluation. The log file captured multiple pump stoppage events on (B)(6) 2016 starting at 6:24 am and continuing throughout the day while the lvad system was connected to the mobile power unit. This type of behavior has been linked to potential issues with the driveline. X-ray images of the driveline were also submitted to technical services for review. The internal driveline portion showed an area of thinning directly at the pump; however, the resolution of the image is not clear enough to confirm this. Images of the external portion of the driveline were unremarkable. As of 06/23/2016, it was reported that the patient was at home using an ungrounded patient cable when on power module support. There were no plans for any further evaluation of the driveline. The patient was upgraded to 1a status for transplant with exception for device malfunction.

Manufacturer narrative:
The report of pump stoppage events and associated alarms was confirmed based on the evaluation of the submitted system controller log file. Based on the log file evaluation, the reported alarms appeared to occur while the patient was operating on a tethered power source and appeared consistent with a potential driveline issue; however, a driveline wire compromise could not be conclusively confirmed as the patient remains ongoing on pump support. The evaluation of the submitted x-rays were unremarkable. According to the information, the patient was discharged home on an ungrounded patient cable and was upgraded to status 1a status for a heart transplant. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.